Event description:
It was reported that when using the bd pyxis¿ anesthesia station es (B)(6) drawer failed to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in incident, it was observed that one matrix drawer was physically partially open; but both matrix drawers were showing as open/unlocked/closed correctly in the system configuration. Good faith attempts were made to get the additional information. No responses received from the field service engineer (fse) and the fse manager. Additional information will be added to the record if and when the information is received.